Event description:
It was reported that a spectrum pump displayed infusion complete, but 1/2 of the bag was full (rate, vtbi, and medication are unk). The customer stated the primary bag was infusing simultaneously. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.